Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the bipolar epicardial lead was attempted and not used due to high thresholds and undersensing after several repositionings. A second bipolar epicardial lead was attempted and not used due to high thresholds after several repositionings. No lead was implanted that day. No patient complications have been reported as a result of this event.